Event description:
During an anterior cervical fusion, surgeon tried to remove distraction pin and pin broke off in patients bone. Piece was left in patient. Remaining piece was discarded. Surgery was no prolonged. The patient did not suffer any adverse effects.

Manufacturer narrative:
The item will not be returned. All of the available information has been forwarded for analysis to the manufacturer, aesculap.